Event description:
During a tfn nail implant procedure, the helical blade would not advance through the nail. Reportedly two separate nails were tried without success. According to the sales consultant, there were four pieces of instrumentation that was affecting the issue. It was reported there was something in the four pieces that would not allow it to align correctly. The surgeon had to halfway disassemble the instrumentation to allow for more flexibility that would let the blade go through the nail. Once the surgeon did this, he was able to successfully complete the implant. The surgery was prolonged approximately thirty minutes. This is 1 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Insertion handle, blade guide sleeve, helical blade inserter the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Product development engineer evaluated the devices and the returned devices (insertion handle, aiming arm, blade guide sleeve and helical blade inserter) were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The mating known good parts included a cannulated connecting screw (part#357.397, lot#4546891), trochanteric fixation nail (part#456.315, lot#6700338), helical blade (part#456.305), helical blade coupling screw (part#357.377, lot#4818089), and ball hex screwdriver (357.515, lot#4936924). The construct assembled and the helical blade aligned and passed through the tfn as intended. There were no alignment issues experienced during this evaluation, therefore the complaint condition could not be replicated. The design is adequate for its intended use and did not contribute to this complaint condition.